Event description:
Patient called lfs in 08/2003 alleging the meter would only prompt a not ok message while attempting to test. The patient reported feeling weak while attempting to test. The issue was not resolved with troubleshooting. No further information has been reported.